Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Prior to the 27mm closure device, a 20mm device and a 24mm device were attempted; however, the compression was low, so they were fully recaptured. The 27mm closure device was then attempted. One partial recapture was performed prior to redeployment. The release criteria were met and the closure device was then implanted. After the procedure, the patient was in the recovery room with coughing fits secondary to general anesthesia. The patient then developed ambiguous leg pain. To ensure an artery was not hit during the procedure, a computed tomography (CT) was performed. CT found that the closure device embolized to the distal aorta. The patient was returned to the lab and the closure device was removed percutaneously with a snare. Another closure device was reimplanted and the patient was discharged home two days post procedure.